Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted the mesh had disrupted the peritoneal space and the surgeon mobilized the mesh into the internal ring and partially excises as much as possible without injuring the epigastric or femoral vessels. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/24/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.